Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows the repeated use and the post feature fractured. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the failure is associated with fracture due to misuse. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured after a surgery during separation. This incident did not occur during a surgery and no adverse events have been reported as a result of this malfunction, there is no patient involvement.